Manufacturer narrative:
(B)(4)

Event description:
On 30may2016 our johnson and johnson affiliate in the (B)(4) became aware of a social media posting regarding the acuvue oasys brand contact lens. On 30may2016 15:06 the patient (pt) posted the following comments: "the "lens that changes everything". Sure does. I wore acuvue extended wear lenses for a long time and contracted acanthamoeba keratitis from showering and swimming in them. Lost the sight in one eye 16 years ago. Contact lenses are terrific, but don't go near water with them in your eyes. Nothing against acuvue - it's the same with all makes." On 30may2016 our affiliate sent a request to the patient for additional information. On 30may2016 the pt sent an e-mail reply and provided additional information as follows: the pt reported "I think, these days that ak is more widely known about and hopefully companies like j&j have clear instructions on their packaging about the dangers of showering/swimming in contact lenses. Although I believe there are only a small number of cases per year still - hopefully, through education - it is something that I would not wish anyone to have to go through and, as people become more complacent about things, could become more common." The pt also reported that sixteen years ago the pt reported to a hospital and states that he/she was "mis-diagnosed twice, as they didn't recognize the condition and it was some weeks before I was luckily enough to find someone who thought he knew the problem and put me in contact with a professor." The pt also reported that "my eye had to be patched for six months before the eye care professional (ecp) could think of operating on me." The pt further reported that "during this time, I had to use 23 different eye drops - the first treatment being 48 hours of purgatory having brolene and one other being put in my eye every hour in hospital. The general pain at home after the start of the treatment was unbelievable. I took four different painkillers at the same time to lift my head off the pillow and that was without the lists of timings for different eye drops. Ecp said that it was worse than having a brain tumour, in terms of discomfort. After six months, he/she decided that he/she could operate. I had to have a replacement cornea, he/she gave me a prescription lens to replace the cataract that had developed and carried out the first trabeculectomy for the glaucoma that had developed as a result. Sadly, having had to wait for six months meant that the nerve had been squashed beyond repair. Unfortunately, the glaucoma had not. Had another trab, followed by five laser treatments, until it could be kept under control and I could stop taking large amounts of pills to alleviate the pain and bring the pressure down. I considered having the eye removed and replaced with a plastic one, but on hindsight thought better of it, as would be first in the queue to try a replacement that worked, which you can't do, if they've taken it out and sewed up the back of your eye! Anyway, just to reiterate, if it is not clearly marked on your packaging, please consider it. It's a bore only having one eye and I hate wearing glasses hahaha." On 09jun2016 the affiliate received an additional email from the pt with the additional information as follows: the pt reported that the affected eye was the left eye. The pt also reported that the acuvue lens was a one week extended wear lens, but the pt did not retain the lot # or acuvue product to report. The pt also reported that he/she was swimming once or twice a week at the time and had noticed a "slight conjunctivitis" feeling before presenting to the ecp. The pt reported that at the time he/she was taking the lenses out each night because of discomfort, cleaning, and storing the lenses until the next morning. The pt reported that as "I was admitted, my contact lens case was examined and seemed to marry up with the diagnosis. Apart from the pain, especially whilst I was waiting to be diagnosed correctly, photophobia was a very big part of the problem. Wearing dark glasses and a hat pulled down over my face, with curtains drawn during the day. That could be a good indication that someone may have this problem. "On 23jun2016 an additional email was received from the pt and additional information was received as follows: the pt reported that he/she can't recall the acuvue brand that was worn at the time of the event. The pt reported that "they were seven day extended wear lens and I had worn the same type of lens for a number of years before this, so a type that had been around for a while. Definitely not the moist lens variety, as they were not introduced until a couple of years after the episode. I was diagnosed finally in (B)(6) 2000. I'm sorry I can't provide further information on the type, but would have thought that there was only one type of seven day extended wear lens around at the time. They were purely for distance." No additional information has been received and no additional is expected. The lot number and acuvue brand is unknown as the event occurred in 2000, the lenses have been discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.